Event description:
It was reported that the insulin pump gave a failed battery test after multiple battery changes. It was reported that the customer would be going to the hospital for treatment due to being allergic to needles. Troubleshooting was performed. Found that the the battery cap was corroded. A replacement battery cap was sent. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.